Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The black box revealed one ceased delivery for a "replace cartridge" alarm. No other unacknowledged alarms or warnings were observed in the pump alarm history. An "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On 2012 (B)(6), the distributor contacted animas and reported that the patient has been in hyperglycemia since 2012 (B)(6). The patient is reportedly still in the hospital and is pregnant. It was noted that the patient required medical intervention. There were no reported bg values. The site/set/cartridge was reportedly replaced several times. There were no programming/settings issues noted with the pump. There was no indication of a pump malfunction and it was noted that the pump delivered as programmed. There was no additional information regarding this complaint. The pump is being returned for troubleshooting. This complaint is being reported due to the allegation that the patient experienced a hyperglycemic event, required medical intervention and is currently in the hospital. It is unknown as to whether or not that the patient was connected to the pump at the time the reported event occurred.